Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant is not working. They stated they have had a loss of stimulation, loss of therapy, and return of pain. The patient tried to turn the amplitude of their stimulation up and down, but that didn't resolve the issue. The patient verified that their stimulation was on at the time of the report, and they were using program 1 at 5.70v. They then turned the amplitude up to 6.0v, and could feel stimulation a little bit. It was noted that the patient¿s loss of stimulation was gradual, and not abrupt. The patient did not report any falls or trauma, but said they play sports. The patient was to follow up with their healthcare provider. They were implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot# v009544, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v009544, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from healthcare provider (hcp). It was reported that patient had battery replacement (B)(6) 2015. In (B)(6) 2017, the patient noticed it was not working. The patient was found to have one lead that was not working. The patient was reprogrammed and now it was working again. No complications were anticipated.